Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and beeping also vibrating red light flashing. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Customer was calling back after receiving new battery cap. Display did not return after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify audio/vibrate anomaly due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.